Manufacturer narrative:
On 7/18/2016 - we have requested the devices be returned to the manufacturer for evaluation. We have not received the devices to date.

Event description:
On 7/6/2016 - the consumer alleges that the use of 2 products has burnt her back.